Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The top case damaged was in a front corner and the liquid-crystal display(lcd) was knocked off one of the screw mounts. The left plunger case was damaged. The travel course error was duplicated. Error history log review found a travel course error. The root cause of the reported issue was unable to determined. Actions were taken to mitigate the reported issue: replaced clutch half's left and right, also leadscrew and spring as a preventative measure.

Event description:
It was reported that the pump had a travel coarse error pop up error. No patient injury was reported.